Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Single reporter exemption #(B)(4). Two other guidewires inserted through the 4fr. Catheter were returned. At the distal end of the 2 guidewires, retrieved broken distal fragment of the subject guidewire and the stent were observed badly deformed, trapped and tangled. Close observation of the broken fragment of the subject guidewire revealed that the tip end of the guidewire including the composite core structure were retrieved out. Proximal portion of the broken subject guidewire was not returned. Lot history review revealed no anomaly with this lot products. No other similar event was reported for this lot products. Based on the provide information and outcomes of the investigation of returned items, it is inferred that the guidewire distal area was trapped between the deployed stent and the vessel wall, along with the guidewire manipulation thereafter, the breakage of core and coil followed due to the force given and accumulated to the guidewire . It could not be determined from the returned items whether there was kink damage with the guidewire, while the physician so commented, nor whether the subject guidewire was entirely taken out from the patient anatomy. Warning section of the IFU describes; if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside vessel. Do not practice stent delivery when using this guide wire for "parallel wire technique" do not manipulate the guide wire through strut of stent.

Event description:
Procedure was to treat occluded lesion at lad #6 and 2 stenosed lesions at d1. Other company's guidewire was advanced to lad, subject guidewire was advanced parallelly to d1, ivus observation revealed 75 % occlusion at lad and at ostium and mid of d1. Poba was first performed to 2 d1 lesions, and a stent was deployed at mid d1 lesion. Keeping the subject guidewire inserted into d1, another stent deployment was performed to lad lesion by advancing a stent delivery system over the other company's guidewire that was advanced into lad. Stent was deployed in a manner to jail the d1 vessel. To treat the d1 ostium lesion, another new guidewire was advanced to d1 through the stent strut deployed at lad #6 in order to help guidewire exchange, and the removal of the subject guidewire from d1 was attempted, however the guidewire was found trapped by the stent, unable to remove. Balloon catheter and other catheter devices were advanced between the stent and vessel wall to help the removal of subject guidewire, however the guidewire core wire breakage occurred. Coil of the guidewire elongated. Snare device was advanced along with the subject guidewire for removal, then the breakage of the elongated coil followed. The "another guidewire" was pulled back from d1, and advanced back into lad. Physician then attempted the retrieval of the separated distal fragment of subject guidewire by tangling it by 2 guidewires in lad, the fragment could be caught by the 2 guidewires, however, they could not be pulled out from the anatomy. A 4fr. Catheter was advanced over the 2 guidewires to support, and by this system, the devices could be retrieved out entirely including the broken fragment of the subject guidewire, the stent that was trapping the guidewire, 2 guidwires in lad. Physician commented that the subject guidewire must be kinked in d1 by unknown cause, causing the trapping trouble with the deployed stent. Patient is finally in good condition.